Event description:
During use for cardiopulmonary bypass surgery, less than the expected amount of battery backup time was available suggesting that the backup batteries were not being charged as expected. There was no reported adverse consequence to the patient as a reult of this event.

Manufacturer narrative:
Evaluation is in progress, but no conclusions have been drawn.